Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-aug-2019, UDI#: (B)(4). H3: analysis of the communicator, model tm90t0, s/n (B)(6), revealed that the micro usb interface is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that they were having a problem with the communicator. The patient stated that the device was starting to malfunction, and they thought they needed a new one. The patient said that when they connected the remote to the wall, they had to maneuver it so it could charge and if they didn't it would not charge. The agent asked, ¿if the patient was not plugging both devices in at the same time and patient said no¿. The patient confirmed they did get a connection at times if they wiggled the cord. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator would not charge. It was noted that the patient had purchased new cords and it still didn¿t work.